Event description:
This case was reported by a consumer and described the occurrence of polycythemia in a (B)(6) female pt who received super poligrip free denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip (formulation unk). On an unk date, the pt started the formulations of super poligrip. The pt experienced device misuse as she applied the product two or more times daily because it did not hold her partials for eight hours (product complaint). At an unk time after starting the formulations of super poligrip, the pt experienced polycythemia and aortic stenosis. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Consumer reported that she used super poligrip for approximately 20 years prior to the date of this report. During this time, she has been diagnosed with aortic stenosis and polycythemia. She used super poligrip cream variant unk and super poligrip free 2 or more times per day, she reported product complaint of it does not hold her partials for 8 hours, when she used the larger size tubes of super poligrip cream, the cream is stiffer than the cream in the smaller tubes. The pt did not provide contact information so this case is lost to follow-up. The manufacturer's report number for this case is 9681138-2010-00378. Super poligrip is manufactured in (B)(4). The lot number for super poligrip free is known while the lot number of the unk formulation of super poligrip is not known. It is unk whether the products will be returned for quality assurance testing.

Manufacturer narrative:
Additional lot# unk. (B)(4).